Manufacturer narrative:
Product was disposed by the customer, then, no analysis could be conducted. DHR review could not be performed since the lot number was not provided by the customer.concomitant products: carto 3 system us catalog #: fg540000, serial #: (B)(4)stockert 70 system us catalog #: s7001, serial #: (B)(4)cool flow pump us catalog #: cfp002, serial #: (B)(4)soundstar us catalog #: sndstr10, lot #: unknownwebster 20 pole us catalog #: d728260rt, lot #: unknown(B)(4).

Event description:
Patient arrived to the ep lab in atrial tachycardia. It was determined by the physician that it was a left atrial tachycardia. A single transseptal puncture was performed using ice. The ablation catheter was then connected to the amigo robotic system and an lat map of the left atrium was performed and localized the tachycardia to the rupv (right upper pulmonary vein). An ablation was performed at that site and the tachycardia terminated. The physician decided to do a cavotricuspid isthmus ablation. This was performed and block was achieved after approximately 45 minutes. The case was ended at that time. The patient left the ep lab in stable condition with no signs of complication. The patient returned to the holding area. Approximately 20-30 min after the patient returned to the holding area, the patient was noted to be hypotensive. An echo was performed and it was found that the patient had a large pericardial effusion. The patent was taken emergently back to the ep lab where a pericardiocentesis was performed. Approximately 650ml of blood was removed and the patient stabilized and was taken to the ICU for observation. The physician's opinion regarding the causality of the pericardial effusion stated that it was device and procedure related, since he felt that the perforation was due to the thermocool catheter because it is too dangerous to use in the right atrium. The outcome of the adverse event was reported as fully recovered.